Event description:
It was reported that during urology procedure the device was tested and the min button did not work. It had passed the pre test. No alert screens were displayed. They completed the procedure with another like device. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Device was reprocessed by sterilmed. Device is not an ees device. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is unknown if the corrosion is related to the buttons working intermittently because it is unknown as to when the corrosion occurred ¿ before or after the procedure. Two possible root causes for corrosion would be when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. During a second evaluation of the device, it was noticed that a reprocessor marking was on the device. The marking was ¿sm¿ for sterilmed. This device had been reprocessed and we are no longer the legal manufacturer of this device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.